Event description:
Related manufacturer reference number: 1627487-2020-02637. It was reported the patient was unable to increase amplitude for stimulation on one of the drg leads at l2. The physician suspected impedance issue. As a result, patient underwent surgical intervention on 27 feb 2020 where in a new lead was implanted at l3, restoring effective therapy. It is unknown which lead is liable so both leads are reported.